Event description:
It was reported to st. Jude medical that during a follow-up, the bipolar internal electrogram was flatlined and not sensing. The surface recording indicated that there was intrinsic activity present, yet the device was not sensing the activity and was pacing at the programmed rate of 50 beats per minute. The decision was made to explant the device.